Event description:
Information received from the field notes that during a routine follow-up, assessing atrial capture and sensing thresholds was difficult. A surface egm did not confirm atrial capture. On september 27, 2005, atrial capture was 0.5 v with no sensing. The patient had an underlying rhythm. The device was programmed to dddr and monitoring will continue. Since intrinsic rhythm was predominant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - clinic